Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of powering off when bumped, which was not reproduced. Evaluation confirmed the symptom and found the cause to be the upper hook switch to be working intermittently. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump turns off if it's bumped. It was also reported there was no patient injury.